Event description:
It was reported that inappropriate shocks occurred due to t-wave oversensing. The r and t wave were sometimes low or similar in amplitude and there was t-wave oversensing that lead to vt/vf detection. There was a vt episode that ended with a return to sinus after atp, and a vf episode with inappropriate shock. The device was reprogrammed. The patient is being followed in merlin.net.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.